Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was hospitalized due to syncope; temporary pacing was delivered at 40 bpm. The pacing threshold was noted to be variable, at a range of 0.6v to 2.8v/0.4ms and device had a magnet rate of 90. Technical services (ts) was called for a system review. Ts confirmed small spikes on the surface electrogram however not visible due to bipolar pacing. The stored electrograms were suggestive of loss of ventricular pacing capture. Ts recommended an increase in pacing outputs and a system integrity review to determine the root cause of the threshold variability. Field follow-up confirmed the root cause to be a lead integrity issue. The lead was repositioned however failed to produce the required pacing support. For this reason, a new lead was implanted. Following new lead placement, no further adverse effects were observed. No return of product was expected following lead explant.